Event description:
It was reported that the senior nurse specialist in the intensive care unit found the brown hub of the extension line separated and lying on the pt's bed. As a result, the catheter was replaced within the same day in the male pt. There was no reported delay, death or complications to the pt. The pt is stable.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.